Manufacturer narrative:
Eval codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. The device as received functioned and communicated with all lab utility. It drew idle current within specification. The complaint of ipg erosion cannot be confirmed through product analysis testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing pain and discomfort at the ipg site due to the ipg eroding through the skin. The pt's ipg was explanted and replaced. The pt reported effective stimulation coverage postoperative.